Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the hospital due to pocket infection. As a result, the ICD system was explanted. The patient will be treated with antibiotics and the device system will be implanted after the infection is resolved. The ICD system is not expected to be returned as it was contaminated. No additional adverse patient effects were reported.